Event description:
It was reported by the customer that the device was failing the user test. It was also reported that the service indication was illuminated and two error codes were logged in the memory of the device. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): the customer indicated that after clearing the error codes, they were observed to return. Physio-control then recommended the replacement of the device's therapy pcb; however, due to cost and the age of the device, the repair was declined. The root cause of the reported failure could not be determined.